Event description:
It was reported that, "the patient does not have insurance and needs a revision because she can barely bend her knee and cannot straighten it all the way. She is bending at approximately 60 degrees. She has extreme burning pain which is keeping her from sleeping. On (B)(6) 2011, reopened knee to eliminate scar tissue and manipulated again."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented, cat # 5515-f-402, lot# dzhe; triathlon prim tib baseplate cemented, cat#, lot# benp; triathlon-asymmetric patella a35mm (s/I) x 10mm, cat# 5551-l-350, lot#cb762. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.